Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate non-tandem cable and wall adapter. Customer¿s blood glucose value was 134 mg/dl.